Event description:
It was reported that this right atrial (ra) lead was explanted due to twiddler's resulting in low amplitude and a new ra lead of the same model was placed. No additional adverse patient effects were reported.